Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy on (B)(6) 2013, and a morcellex was utilized to treat chronic post-menopausal bleeding. It was reported that the (B)(6) 2013, pathology revealed fallopian tube cancer (serous carcinoma with penetration of serosal surface) and one positive lymph node. It was reported that the patient underwent an additional surgery in (B)(6) 2013 due to the spread to the pelvis and lymph nodes. No additional information was provided.